Event description:
Patient 1: a breast biopsy was being performed on this patient. The radiologist noticed that the biopsy gun was not firing properly. The biopsy guns for this lot number were pulled and the manufacturer was contacted. They are working to replace the entire lot. Patient 2: bard biopsy gun was tested by doctor because prior biopsy had a malfunctioning biopsy gun. This gun was found to be from the same lot number and also to be defective. Biopsy gun was not used on the patient. Another type of biopsy gun was selected. All biopsy guns from this lot were removed from the department at this time. Bard was contacted about the defect, and they are trying to replace the whole lot for us. Manufacturer response for biopsy instrument, bard biopsy systems (per site reporter) working to replace the lot.